Event description:
It was reported that the patient experienced a micro-perforation post implant due to an right ventricular (rv) lead dislodgement. The lead was revised, and it remains in use. No further patient complications have been reported as a result of this event.